Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked on the ok button and the pump alarmed multiple pump errors after the restart of the pump. Customer's blood glucose was 95 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected interprocessor communication error or motor processor alarm during testing. The motor was tested outside of the device and passed. However, hardware low levels alarms confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.